Event description:
Reported via journal article. It was reported via journal article that acute respiratory distress occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. After extubating, the patient developed an acute rapid ventricular response with acute respiratory distress. The patient was cardioverted three times without a response. Non-invasive ventilation provided temporary stabilization as she was transferred to the post anesthesia care unit. The patient was re-intubated due to hemodynamic compromise. Evidence of a posterior st segment elevation myocardial infarction on electrocardiography prompted immediate intervention in the catheterization laboratory. Balloon angioplasty was used to restore blood flow, as angiography revealed acute occlusion of the mid-left circumflex artery. Despite successful revascularization, the patient developed ventricular tachycardia (vt), necessitating rapid hemodynamic stabilization. As the patient was not responding to inotropic drugs and given her complex cardiac condition and recent surgical intervention, an impella cp device was used for hemodynamic stability and cerebral perfusion. The patient was transported to the cardiac care unit with impella support. The mechanical circulatory support (mcs) was later removed, enabling the patient to return home.

Manufacturer narrative:
B3: estimated as 11/15/2024 as the published date for the article is noted as 15nov2024. Citation: swaminathan n, hazelwood m, odo n, devarapalli mr. Versatility of impella ventricular assist devices in high-risk cardiac patients during complex procedures: a case series. J innov card rhythm manag. 2024 nov 15;15(11):6080-6083. Doi: 10.19102/icrm.2024.15113. Pmid: 39563990; pmcid: pmc11573300.